Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right femoral artery was attempted using a prostar xl device with a 16f sheath after a transluminal aortic valve implantation procedure. Reportedly, the was no blood return, yet the operator continued to use the prostar xl device. When the needles were removed, it was decided to use another prostar xl. Another prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the initially filed report: there was no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported marker lumen blockage was not confirmed as the device was returned with presence of blood in the marker lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty appears to be related to device orientation and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.